Event description:
It was reported that after an infusion set change, the user experienced elevated blood glucose, the guardian administered a manual insulin injection, and customer care advised pausing insulin delivery for two hours and reconnecting later for troubleshooting, with the medical device problem and device component not specified due to insufficient information. Symptoms included hyperglycemia and vomiting. Outcomes included no health consequences or impact. Investigation included communication with the user or guardian and analysis of information provided by them. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
(B)(4).